Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the third party service center, issues related to the flow sensor assembly and oxygen blending module board were observed. The device's flow sensor assembly and oxygen blending module board were replaced to address the issues.